Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) mc100, microclave® clear neutral connector connected to a spinning spiros and two luers (make, model, unk.) One is a check valve with tubing and one is a female luer with tubing and yellow pinch clamp. Both of the tubing were cut off from sets. The mc100 female luer is engaged with the spiros at the male luer (poppet). No leaking observed at this junction. The male luer of the mc100 is connected to a female luer with a piece of tubing cut off. The spinning mechanism of the spiros (female luer) is connected to a checkvalve male luer with a piece of tubing that is cut off. A white power like substance is seen at this connection. Functional testing: the male luer of a mc100 was connected to the female luer of a severed safestep huber needle set. The female luer of the mc100 was connected to the male luer of a spinning spiros. The female luer of the spinning spiros was connected to a check valve with tubing severed from the check valve. In order to test the fluid circuits, devices were disconnected between the mc100 female luer and the spinning spiros male luer. Both portions of the fluid circuit were pressure leak tested and no leakage with the spiros/check valve fluid circuit. Leakage was detected at the mc100 male luer to safestep huber needle set female luer connection site. The safestep huber needle set female luer was measured and found to be too large and did not meet iso design standards. Final analysis summary: the leakage at the mc100 male luer to safestep huber needle set female luer was observed due to an insecure connection of the mating device female luer to the male luer of the mc100. The safestep huber needle set female luer was measured and found to be too large and did not meet iso design standards and was the cause of the insecure connection/leakage with the mc100. There was no leakage in the portion of the fluid circuit with the spinning spiros and check valve. ICU medical will monitor and trend.

Event description:
Leaking was found where the mc100 connects to the female hub of the tubing. Unprotected chemo exposure reported but no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a two-year review of the complaint database shows similar problems were recorded previously. Device not returned.

Event description:
Leaking was found where the mc100 connects to the female hub of the tubing. Unprotected chemo exposure reported.